Event description:
It was reported that approximately 25 months post implantation of a left ankle arthroplasty, the patient underwent a revision of the ankle due to painful radiolucency. During the revision, the surgeon noted there was little to no bony ingrowth into the components. All components were revised without complication. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown tibial component. Unknown poly component. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.